Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of a faulty component on the interface board. Further testing was not performed.

Event description:
The customer reported that the insulin pump alarmed, and the buttons were unresponsive. The battery was changed and the display did not appear. No further info was provided.